Event description:
Company representative reported that the patient used pen needle to inject insulin. After he removed needle from his skin, found that there was no needle on the hub but it was found in his body. The broken needle was surgically removed.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.